Event description:
The explanted generator was returned on (B)(4) 2013. Documentation showed that the device was explanted prophylactically. The generator underwent analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 were received which note that the patient has been having more seizures lately. The following seizure history is provided: (B)(6) 2012 - 2, (B)(6) 2012 - 1, (B)(6) - 1, (B)(6) - 2, (B)(6) - 2,(B)(6) - 4, (B)(6) - 3. (B)(6) - "has continuous seizures". It is noted that there is no trauma to the head and that the physician will check the vns. Per the notes, the patient has been implanted with vns for four years and the physician suspected that the device is at end of life. It is stated that the dcdc code is 4, so the patient is not getting the proper charge. Attempts have been made for additional information; however, they have been unsuccessful. The patient's device was replaced on (B)(6) 2013. The explanted device has not been returned.

Manufacturer narrative:
.